Manufacturer narrative:
This report is submitted on october 28, 2022.

Event description:
Per the clinic, the patient experienced multiple occasions of skin overgrowth which was causing pain. The device was explanted on (B)(6) 2022 under a general anaesthetic. It is unknown if there are plans to re-implant the patient with another device.